Event description:
Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (h6). Correction to the initial h6 as the subject device was not returned and type of investigation 10- testing of actual/suspected device was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. Subsequently, the cover was easy to come off the scope. - attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii duodenovideoscope¿s maj-2315/distal end cover fell off into the patient's mouth after procedure. The issue was found at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The intended procedure was completed with the same set of devices. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.